Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced effusion, cardiac perforation and tamponade as a result of the right ventricular (rv) lead dislodging postoperatively on the day of implant. The lead was explanted. The lead was replaced six days later. It was also reported that the rv port was not plugged between removal of the dislodged lead and implant of the replacement lead. Blood was noted in the port and the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.